Event description:
It was reported that the insulin pump alarmed an error while performing reservoir change. The insulin pump keeps going back to the prime process. The customer's blood glucose was 220 mg/dl. The drive support cap was recessed. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime alarm test due to faulty force sensor. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.